Event description:
User experiencing low sodium results. User reported the initial sodium results for the following five patient samples which were questioned by the physician and then repeated. Patient 1, initial gave 129 mmol/l; repeat gave 135 mmol/l. Patient 2, initial gave 126 mmol/l; repeat gave 132 mmol/l. Patient 3, initial gave 126 mmol/l; repeat gave 132 mmol/l. Patient 4, initial gave 128 mmol/l; repeat gave 134 mmol/l. Patient 5, initial gave 126 mmol/l; repeat gave 133 mmol/l. User stated corrected results were reported. No patients were adversely affected. The field service representative determined the cause to be due to evaporation of the internal standard, and replaced internal standard. A field correction for this issue has been initiated.